Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained for rsv. Confirmatory testing was performed. Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have had many false positives in rsv. I took 8 samples from the 4846 run again on another bd max (3336 run), 3 came out positive and 5 neg. Only one true positive rsv: b5 of the 4853 run."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while running samples on the bd max¿ system, bd max¿ instrument, false positive results were obtained for rsv. Confirmatory testing was performed. Erroneous results were not reported to the clinician, and there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "we have had many false positives in rsv. I took 8 samples from the 4846 run again on another bd max (3336 run), 3 came out positive and 5 neg. Only one true positive rsv: b5 of the 4853 run.".

Manufacturer narrative:
D6. Investigation summary. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have received false positive results on rsv. Field service was dispatched. Field service renormalized both readers. Instrument was returned to the customer functional. Review of device history record for instrument serial number, ct1009 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2018, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in (B)(6) 2021, the instrument has experience false positive results in which both readers were normalized. In (B)(6) 2021, the instrument experience false positive on evp assay, which lead to pump #3 being replaced. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed by service through review of log files. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.